Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pending ruptured abdominal aortic aneurysm. The aortic neck was short at less then 12 mm in length, reverse funnel-shaped, changing from 29 mm in diameter to 32mm in diameter, mildly calcified, and had moderate angulation of 40 degrees. It was reported that after the bifurcated stent graft was implanted, the final angiogram demonstrated a proximal type I endoleak. The physician elected to intervene by placing an aortic cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: endoleak. Moderately angulated aortic neck; pending ruptured aneurysm).